Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v415233, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v875210, implanted: (B)(6) 2013, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v415233, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their doctor. The patient had an appointment on (B)(6) 2014.

Event description:
Additional information received reported that there was no damage related to the extension. Replacing the right lead resolved the loss of stimulation and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v415233, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v875210, implanted: (B)(6) 2013, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v415233, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension.

Event description:
Additional information received reported there was high impedance of: c <(>&<)>0 >40,000 ohms, c<(>&<)>1 12,174 ohms, c<(>&<)>2 5,451 ohms, and c<(>&<)>3 35,879 ohms. The damaged lead would be explanted and replaced on a future date and no date was scheduled. Impedance testing was performed for troubleshooting and the issue was not resolved. The patient had less than 50% therapy relief at the lead location and their status at the time of report was alive with no injury. The lead was disconnected from the extension and the implantable neurostimulator (ins). The lead was tested with the clinician programmer and the external neurostimulator (ens) in order to isolate the lead. High impedances were seen during the impedance testing and the doctor was able to visually confirm the break in the lead as well. Additional information received reported the patient status was unknown.

Event description:
It was reported they thought there was a partial break on the patient¿s right system. The impedances were checked on the day of report at 3.0v and they were high at 0c: 25879 ohms and 01: 24377 ohms while seated with right arm at side and back against the chair. The impedance measurements changed and were within normal range with the right arm on their head and forearm ¿at baseball cap¿ and when the right arm was down at their side with chest leaned forward not against chair. It was stated with electrode changed, the pain in their head resolved. It was stated the patient had a sensation that they were not able to describe located behind their right ear at the site of the wire. It was noted with the electrode change it resolved. They also had a throbbing down their left arm and it felt tight; with the electrode change it also resolved. It was noted they thought there may be a short that caused an internal caps ule side effect. The stiffness in their arm also resolved. The patient was sent for an x-ray and they did not think they would be able to see a fracture. It was noted it was ¿all of a sudden changed¿ 3 days prior to report and the patient had not done anything unusual. They only would lift about 10-15 lbs. At work. It was further reported about one week prior to report they were reprogrammed and had x-rays performed which showed the flat area on the right side of their head was where the right wire had stretched and it changed the impedance. They had switched ¿from #1 to #2 in hopes that it would get the system to last for 2.5 years on the left side.¿ they no longer had tingling in their right side and on head however they still had tingling in their left arm and they were unable to write well. Their next appointment was for 2 days after report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v415233, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the right lead had an open circuit due to a fracture. The patient experienced a loss of stimulation and therapeutic effect. He had less than 50% therapy relief at the right side implant. The broken lead was replaced and the patient was alive with no injury.